Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - correct, as well as, incorrect tightening marks were noted on the ventricular setscrew tips. A likely hypothesis is that the physician had partially engaged the setscrew at some points before inserting the lead or that he had not inserted the lead all the way in before tightening the setscrew inducing an intermittent. This hypothesis could explain the issue reported in the complaint (bradycardia due to a pacing issue). - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, during pacemaker replacement, the patient had severe bradycardia and rhythm disorder. After multiple adjustments and tests, another pacemaker was implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during pacemaker replacement, the patient had severe bradycardia and rhythm disorder. After multiple adjustments and tests, another pacemaker was implanted.

Manufacturer narrative:
Correct as well as incorrect tightening marks have been observed on the ventricular setscrew tip. This observation could indicate that the physician has partially engaged this setscrew into the connector before pushing inserting the lead or that he had not inserted the lead all the way in before tightening the setscrew inducing an intermittent/ uncertain contact.

Event description:
Reportedly, during pacemaker replacement, the patient had severe bradycardia and rhythm disorder. After multiple adjustments and tests, another pacemaker was implanted.